Event description:
A report was received that the control valve thumbplace of the closed suction system stayed depressed (in the locked position) after hand pressure was released from the thumbpiece. The suction control valve stuck in the down (locked position) creates a vacuum which removes air from the patient circuit. There was no harm to the patient. The end user changed the device immediately. Information prior to or subsequent to the malfunction was not provided. Kimberly-clark / ballard medical has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.

Manufacturer narrative:
The device history record was reviewed and product met specifications. The maintenance records were reviewed. During the manufacturing process, there were assembly machine problems noted that related to solvent (bond) application of the thumbpiece. The returned device was evaluated. The complaint was confirmed that the thumbpiece remained in the depressed (locked) position after pressure was released. The thumbpiece was disassembled for further investigation. Minimal solvent was detected on the seal collar and no solvent could be seen inside the valve body. Minimal solvent was applied to the seal collar during the manufacturing of the thumbpiece to the suction valve. The thumbpiece malfunction will be reviewed by the internal corrective and preventive action team at kimberly-clark / ballard medical products.